Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to interrogate using a wand and there was no magnet tones. The healthcare professional (hcp) tried to interrogate multiple times without success. The consult message indicated the device data failed. The ICD was interrogated with a programmer, and revealed the battery capacity was depleted. The physician suspected premature battery depletion as 24 months remaining was indicated during last device check in january of last year. Subsequently, the ICD was explanted and replaced with a new device of a different model. No additional adverse patient effects were reported. At this time, the device has not been returned. If the device is received, this report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to interrogate using a wand and there was no magnet tones. The healthcare professional (hcp) tried to interrogate multiple times without success. The consult message indicated the device data failed. The ICD was interrogated with a programmer, and revealed the battery capacity was depleted. The physician suspected premature battery depletion as 24 months remaining was indicated during last device check in january of last year. Subsequently, the ICD was explanted and replaced with a new device of a different model. No additional adverse patient effects were reported. At this time, the device has not been returned. If the device is received, this report will be updated upon completion of analysis.

Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.